Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2014-20253. It was reported the patient experienced ineffective stimulation along with positional stimulation. The sjm representative has tried reprogramming and advised patient to try and observe the new programs. The patient has to consult the physician as a next course of action.